Event description:
It was reported the vvi emergency button was very sensitive. The programmer was returned for service. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis could not confirm the vvi emergency button sensitivity problem. The error log displayed a system error. (B)(4): analysis found that the radiofrequency (rf) head lens was cloudy and the rf head failed four uplink amplitude tests due to a cable that was out of specification.